Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device's defective power supply unit (psu) was due to a defective power cord caused by physical abuse. The main circuit board (pcb) and power supply unit were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral ventilator's power supply unit (psu) was not functioning. There was no patient injury reported as a result of this incident.